Manufacturer narrative:
Internal report reference number: (B)(4). Additional report number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 01-feb-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer reported feeling dizzy, dry mouth (increased thirst) and feeling wobbly. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The test strips are expired: manufacturer¿s expiration date is 10/21/2022; open vial date and storage were not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.